Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer alleges the left brake broke, threaded post snapped on this chair, no injury reported.